Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
The following was published in the "journal of arrhythmia 32 (2016) 198-203" in a letter to the editor on january 8, 2016: a cardiac tamponade was noted and cardiac drainage was performed.